Manufacturer narrative:
Customer technical support (cts) had instructed the customer to power off the instrument. A field service engineer (fse) was dispatched on (B)(4) 2011 and discovered that the vacuum pump was failing which caused the wash tower to overflow. The fse replaced the vacuum pump and primed the system successfully without any indications of leaking. The instrument has all appropriate safety ratings. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was coming from the unicel dxc 600i synchron access 2 clinical system which appeared to originate from the wash tower. The customer also noted a possible burning smell coming from the instrument. There was no report of injury to the user. The customer did not seek or need medical attention.